Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal rca and 1st diagonal with a total of two xience v stents. In 2009, the pt experienced angina. Diagnostic coronary angiogram revealed >70% and <100% in-stent restenosis within the stent implanted within the 1st diagonal. This was treated via balloon angioplasty. This was resolved the same day. There is no add'l info available.

Manufacturer narrative:
Stenosis and angina, as noted in the xience v instructions for use (IFU), and risk assessment matrix are known adverse events associated with coronary stenting. These known pt effects are necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.